Event description:
Customer reported, a leak in the silastic tubing segment. No info available as to what was infusing, how long the set had been hanging, or whether or not it was in the pump at the time of the leak. There was no pt harm and no medical intervention reported. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.